Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed analysis. Internal insulation abrasion was found at 17.7- 18.4cm from the distal tip. The rv conductor etfe coating was intact at the same location. External insulation abrasion was noted at 33.5-33.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.